Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that they had received the incorrect control solution with the packaging of their onetouch verio product. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the alleged packaging issue occurred at 2am on (B)(6) 2015. It is not known what medication the patient takes, if any, to manage their diabetes, nor is it known whether they made any changes to their regular diabetes regimen as a result of this alleged issue. The patient stated that they experienced "low readings" an unknown time after the product issue started, but they did not mention experiencing any specific symptoms. The patient stated that they self-treated at 2am on (B)(6) by consuming additional food and/or drink. At the time of troubleshooting the cca educated the patient on the correct contents of their package and was able to confirm that the incorrect control solution had been sent to the patient. The patient's product was replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. It is not known whether the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia; however they did not receive medical intervention for either of these conditions. This complaint is being reported, however, because the alleged product issue was unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: supplemental report 12/21/2015. On (B)(4) 2015 additional information was obtained from the patient during a follow up call. During the follow up call the patient stated that they developed symptoms of "rapid heart beat and shaking", as well as obtaining blood glucose readings of "49 and 59mg/dl" with the subject meter. Based on the additional information provided, this complaint is being reported as an adverse event as the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.